Event description:
A surgeon reported that during intraocular lens (iol) implant surgery he experienced a sudden release of the plunger while injecting the iol. The release caused the lens to go through the capsular bag. Additional info was received from the surgeon, who reported that while pressing on the plunger with constant force, the resistance gave way, and the iol "shot" into the eye, causing a torn posterior capsule. He stated that there were no symptoms described by the pt, who was happy with 20/15 vision at postoperative day one with miotic pupil. A vitrectomy was performed and the pt was treated with anti-inflammatory medication and antibiotics. The lens is in the capsular bag. The surgeon also reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).